Event description:
Pt in surgery for right knee arthroscopy. Tip broke off electrode cautery (arthroscopic angled blade electrode) inside pt's knee. Mini c-arm brought in and tip pulled out intact under fluoroscopy.